Event description:
It was initially reported on (B)(6) 2011 that the patient experienced a loss of therapeutic effect. Follow up information from the patient's physician on (B)(6) 2011 reported, the patient had pain at the implantable neurostimulator (ins) pocket site and had no injury. Additional information was received that reported the patient's ins was explanted on (B)(6) 2012 because, the ins was "painful and n on-functioning" according to the pre-operative notes. During explant, the lead was "sheared off." The first documented report of pain at the ins pocket site was (B)(6) 2012. It was noted that the patient was also seen on (B)(6) 2012 for chronic back pain and (B)(6) 2012 for abdominal pain, but it wasn't thought that either visit was related to the ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v598059, serial# implanted: 2011 (B)(6), explanted: 2012 (B)(6). Product type lead product ID 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).